Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead connected to another manufacturer's device, had a shock lead impedance greater than 130 ohms. The healthcare provider health care professional (hcp) noted that the shock impedance trends had a gradual rise, over time. Technical services explained that a gradual increase is indicative of something physiologic; however that cause of the impedance rise remains unknown. Ts suggested to verify if all energy would be delivered on the biphasic waveform, which the hcp needed to verify with the other manufacturer. No adverse patient effects were reported.